Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced leaking cartridges while attempting to fill them with two units of insulin. Initial blood glucose was 252 mg/dl and remained out of range for approximately 60 minutes. The patient allowed the ilet to correct blood glucose and did not require outside assistance or medical intervention, nor were any symptoms reported. A replacement cartridge was attempted but also leaked from the plunger end. The patient was instructed to use a new box of cartridges, perform a full supply change, and ensure the pump was rewound before inserting the cartridge. The connector was confirmed to be attached after the cartridge was placed in the ilet. Blood glucose at follow-up was 241 mg/dl. Replacement cartridges and connectors were arranged to be shipped. Cartridge lot number was 32269. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.